Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error. Blood glucose was unknown. Customer reported via phone call the internal power source in the pump is unable to charge. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot for previous occurrence. Advise the pump will need to be replaced. Recommended customer refer to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had pump error 25 due to connector resistance issue.